Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 431 mg/dl at the time of the incident. The customer reported that they had received insulin flow block alarm. The customer declined troubleshooting for high blood glucose. The customer was advised to call back if issue continues. The devices will not be returned for analysis.